Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. During baxter's functionality testing, the upstream occlusion message failed to display while an upstream occlusion was present, and is considered to be confirmed. Further evaluation was not conducted due to the symptom being over looked during the service process. The device was tested to ensure accurate occlusion detection.

Event description:
During baxter's functionality testing of a spectrum pump, the device failed to display the upstream occlusion message. There was no patient involvement.